Event description:
The event was reported that the holster is giving an l3-009 error with the probe prior to the start of a breast biopsy procedure. The holster was swapped with an older biopsy driver, and the case was completed with no pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Performed service and functional tests and found the holster would give error code l3-009 immediately during initialization. The black electrical cable plug, the pc board and the encoder sub-assembly were corroded causing the error code. To correct the customer complaint, the analysis site replaced the black electrical cable, the pc board and the encoder sub-assembly. The blue and green cables were replaced because they had splits in both ends and allowing the cables to stretch. The top and bottom frame were replaced due to peeling paint. The shroud was replaced because it was cracked. The safety latch was replaced because it was bent, and the e-clip was damaged during disassembly and was replaced. As part of the service process, replaced the manual spade assembly, coiled pin, port shaft, and spur gear. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.